Event description:
A plate was implanted on 1/5/97 for a distal femoral fracture. The plate broke post operatively and was removed on 5/29/97.

Manufacturer narrative:
B5,d1,d2 - synthes has rec'd info indicating that the actual device is a 10-hole plate, not a femoral nail as previously reported. Without a catalog number and lot number, the MFR of this device cannot be determined. However, synthes does provide several different types of 10-hole plate that are indicated for distal femoral fractures.